Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report 12feb2021.

Event description:
The customer reported an unknown noise. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on a patient, but there was no patient harm reported. There was no delay in therapy reported. There was no medical intervention reported. The service technician confirmed the reported noise. The position in the vibration-proof ring was adjusted, so the phenomenon was improved. No other abnormality was confirmed. Software version was checked.(ver.2.30). The unit was checked overall, cleaned, run in tests and functionally tested.